Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that shoulder calibration was checked. Advance accuracy test and surgical arm setup were completed. The schantz pin was placed into the right psis. 3define scan was complete with good quality. Draw spine was successful and labeled off of l5. Ap and oblique images were taken. Trajectories were sent to left l4, left l5, left s1, right l4, right l5 and right s1. Left sided screws were executed accurately and according to plan. Right l4 was checked under lateral fluoroscopy and a k-wire placed. Right l5 was checked under lateral fluoroscopy and showed that the dilator was sitting low. After several attempts the surgeon decided to move on to right s1 where a wire was placed under lateral fluoroscopy. An ap fluoroscopic x-ray was taken to confirm wire placement and revealed that the right l4 wire had deviated laterally. Both right l4 and right l5 were then placed manually with a needle under fluoroscopy. There was no patient harm.